Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm 3300tfx magna ease aortic valve, implanted for approximately 6 years, underwent a valve-in-valve procedure due to stenosis. The tavr was initially performed with a 23mm 9750tfx (sn: (B)(4)) transcatheter valve. After placing a 23mm valve inside this 23mm magna ease valve, the s3 appeared under-expanded with a mean echo gradient of 15mmhg. This resulted in the placement of another 23mm 9750tfx (sn: (B)(4)) transcatheter valve to seal the leak due to severe central aortic insufficient (ai). The patient was in stable condition. The first transcatheter valve 23mm 9750tfx, sn: (B)(4), is captured under cer: (B)(4), thv business unit.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation finding, and investigation conclusion).

Event description:
It was reported that this patient with a 23mm 3300tfx magna ease aortic valve, implanted for approximately 6 years, underwent a valve-in-valve procedure due to stenosis. The patient was presented with heart failure, shortness of breath, edema, and fatigue. The tavr was performed with a 23mm 9750tfx. The patient was in stable condition.